Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he went into diabetic ketoacidosis due to high blood glucose; the event occurred in (B)(6) and he was hospitalized. The customer also mentioned that recently his insulin pump blanked out and the buttons were unresponsive. The device alarmed with failed battery test multiple times, and the time and date settings were erased. No products were returned and a replacement device was shipped to the customer.